Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated. The event history log was reviewed. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso seal was replaced.

Event description:
It was reported that device has a bubbled downstream occlusion sensor (dso). There was no patient involvement. Device evaluation revealed the dso seal was delaminated.